Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of non-sustained ventricular oversensing due to noise was noted on the right ventricular lead. Noise was not reproducible in real time and all electrical parameters were stable, therefore, no intervention was performed. The patient was stable and will continue to be monitored.